Manufacturer narrative:
The femoral stem extension (rod) was fractured transversly. A 14cm long distal femur allograft was cemented to the femoral prosthesis. The location of the fracture coincided with the end of the allogragh cement mantle. The mode of the fracture could not be determined due to mechanical damage, however no material or manufacturing defects were evident at this time. Jjpi considers this file closed.

Event description:
Pt experienced pain and discomfort of right knee. X-rays indicate femoral stem extension component to have fractured at intersection of subject stem extension component and femoral sleeve component. Revision surgery has been scheduled for near future following fabrication of custom device.